Manufacturer narrative:
Device evaluation determined that the device was found not working. A faulty transducer was determined causing no device output. The device is non repairable. Based on evaluation findings the reported issue was confirmed. The issue was due to a faulty transducer attributed to electronic component failure. The investigation is ongoing; therefore, the root cause of the reported failure cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the device was found not working. There were no further details provided regarding the event. No patient injury or harm was reported. No user injury reported.

Manufacturer narrative:
This supplemental report is to advise that upon further review this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.